Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient made a mistake and did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis manifested by abdominal pain and cloudy peritoneal effluent. Forty four days after the onset of peritonitis, the patient experienced a reoccurrence of bacterial peritonitis manifested by cloudy peritoneal effluent and a lot of fibrin. The patient was not hospitalized for these events. The patient was treated with vancomycin (ip, dose and frequency not reported) for 21 days for the first occurrence of peritonitis. A day after the second occurrence of peritonitis, the patient started treatment with vancomycin(ip, 2g, every three days) for 21 days. The treatment with vancomycin was ongoing. At the time of this report, he patient was recovering from peritonitis. On an unreported date, the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient still had issues with peritonitis. The doctor believed that this was the same occurrence as before and that it just did not completely clear earlier. The patient was started on rifampin (dose, route and frequency not reported) for the peritonitis. The treatment with vancomycin and rifampin was ongoing. The patient has not yet recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.